Manufacturer narrative:
The packaging is expected to be returned for investigation and there was no lot info. We were no able to perform device inspection or device history record review in this case.

Event description:
It was reported that physician felt the stent was not the length labeled and after deployment a second xceed stent was deployed to complete the coverage of the target lesion. No add'l info available.